Manufacturer narrative:
A picture showing the blue clave separated from the semi-rigid adapter still attached to the port on the burette lid. The complaint of the clave additive port snapping off can be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that a plum set experienced a break at the port. The reporter stated, ¿clave additive port snapped off¿. The quantity affected is 1 and it is not available for evaluation. A sample picture is provided showing the product. There was no patient harm reported.